Event description:
In 2013, a 19mm trifecta valve was implanted. In (B)(6) 2018, the patient presented at the hospital in a hemodynamically unstable state with symptoms of aortic insufficiency. A tee revealed valve damage. On (B)(6) 2018, the valve was explanted and replaced with a 19mm regent mechanical heart valve (serial number: (B)(4)). Upon explant, signs of calcification and a small tear on the ncc was noted. The patient is reported to have been discharged.

Manufacturer narrative:
Events of calcification and a tear were reported. Morphological and histopathological examination revealed calcifications on leaflets 1 and 3. Fibrous thickening was observed on all three leaflets. Were immobilized due to the calcifications resulting in incomplete coaptation. Fibrous thickening was also observed on all three leaflets. All three leaflets contained tears. All three leaflets contained circumferential fibrous pannus ingrowth on the inflow surface, narrowing the inflow diameter. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains. The tears are consistent with the calcification altering the normal leaflet architecture. The calcification, and circumferential pannus are consistent with stenosis and the affected leaflet mobility.